Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.

Event description:
Caller reported mobile system blood glucose results of 53 mg/dl and 239 mg/dl within 10 minutes. Reported no adverse event. Meter returned, strips not available for return.